Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 8pm. The patient manages her diabetes with lantus insulin (5 units) and metformin pills (500 mg) 3x daily. The patient continued to take her usual dose of medications. At 930am on (B)(6) 2012, the patient claims she felt symptoms of clammy and light headed. By about 11am that same day, the patient reportedly went to the emergency room (ER) and obtained a blood glucose result of "almost 400 mg/dl" on the ER/ hospital meter. A health care professional (hcp) administered the patient an increased dose of lantus insulin (7 units) from the patient's usual dose. At the time of troubleshooting, the cca noted there was no indication of misuse and the batteries did not need to be replaced in the subject meter. The patient did not have her test strips with her at the time of troubleshooting. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.